Manufacturer narrative:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) was deployed on a patient, however, the patient developed a retroperitoneal bleed shortly after and confirmed on CT. The retroperitoneal bleed was noted 10 minutes after the procedure was completed. Pressure and heparin reversal were done to treat the bleed. The patient died the following day. The patient had history of hypertension, peripheral vascular disease, coronary artery disease, obesity, previous surgical procedures and was heparinized. The device was stored and handled per the IFU. The device prepped according to the IFU. The mynx vcd was used in an interventional peripheral. The procedure used a retrograde approach. The angio of the vessel pre deployment looked very good. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The mynxgrip was used in the common femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was just above the femoral head. There was no presence of pvd/calcium in the vicinity of the puncture site. A 6f pinnacle terumo sheath was used with the mynx. Everything with the deployment went well. There was no oozing or hematoma at the site. Additional procedural details were requested but are unavailable. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. Retroperitoneal hemorrhage (rph) is an infrequent but serious complication of transfemoral percutaneous procedures. Retroperitoneal hemorrhage refers to an accumulation of blood found in the retroperitoneal space. This most often occurs due to a back-wall or high stick but may be exacerbated with anticoagulant therapy. Several risk factors that can contribute to bleeding complications associated with interventional procedures, include, but are not limited to advanced age, high or low bmi, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, back-wall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. Standard practice following hospital protocol calls for close observation, assessment and management of patients during recovery after percutaneous procedures. Continuous care and observation of patient¿s following interventional peripheral procedures is of vital importance for early identification of bleeding before it results in retroperitoneal hemorrhage, vascular pseudoaneurysm, or large hemorrhage requiring blood transfusion and/or surgical treatment. Treatment includes pressure applied at the site, ultrasound diagnostics, blood transfusion, volume replacement, peripheral intervention using balloon tamponade and surgical repair. If undetected, hypovolemic shock would ensue, making resuscitative efforts all the more complicated and urgent. Based on the limited information available for review, patient factors such as obesity and peripheral vascular disease, may have contributed to the retroperitoneal bleed reported and the subsequent death. According to the safety information in the instructions for use, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ it is also warned in the instructions for use, which is not intended as a mitigation, ¿do not use mynxgrip if the puncture is through the posterior wall or if there are multiple punctures, as such punctures may result in a retroperitoneal hematoma/bleed. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. The safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery or vein.¿ there is nothing in the reported information to suggest that the event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, a 6f-7f mynxgrip vascular closure device (vcd) was deployed on a patient, however, the patient developed a retroperitoneal bleed shortly after and confirmed on CT. The retroperitoneal bleed was noted 10 minutes after the procedure was completed. Pressure and heparin reversal were done to treat the bleed. The patient died the following day. The patient had history of hypertension, peripheral vascular disease, coronary artery disease, obesity, previous surgical procedures and was heparinized. The device was stored and handled per the IFU. The device prepped according to the IFU. The mynx vcd was used in an interventional peripheral. The procedure used a retrograde approach. The angio of the vessel pre deployment looked very good. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The mynxgrip was used in the common femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick location was just above the femoral head. There was no presence of pvd/calcium in the vicinity of the puncture site. A 6f pinnacle terumo sheath was used with the mynx. Everything with the deployment went well. There was no oozing or hematoma at the site. The device will not be returned for evaluation as it was discarded. Additional procedural details were requested but are unavailable.